Event description:
A patient was receiving hypothermia therapy. The water was noted to be leaking from the hose on blanketrol unit. The leaking was underneath the metal spring. The hose was changed. No further leaking was noted. (B)(4).

Manufacturer narrative:
A review of the complaint/ufr data indicates that the csz hose was leaking at the bottom of the spring; however, prior to leak, the hose worked as intended and there was no problem with the its functionality. Initial evaluation of the hose confirmed the leak at the bottom of the spring at the connector end. Hose is a ware item and must be checked frequently for leaks and replaced if necessary. Csz is further investigating the hose failure for the root cause and possible follow up actions. Csz believes hose leak is an avoidable issue that could have been identified prior to use of device. While csz further investigate the root cause of the hose leak, the user has been informed of following the "warning" provided in the operations and technical manual for taking the precautions in case a water leak is found into or around the device. In addition, the user has also been informed to follow required quarterly preventive maintenance procedure of the device that includes checking all hoses, couplings, and connections for any water leaks. As soon as the investigation is completed, supplemental MDR will be submitted to FDA.